Event description:
It was reported that a patient became comatose and was in that state for roughly 24 hours. The event occurred after the healthcare professional (hcp) injected a syringe of air into the catheter and air went into the patient. The patient stopped breathing and had to be intubated and put on a ventilator. A CT (computed tomography) was performed which showed air in the patient¿s head. The patient received a bolus of drug due to the injection of air. The patient was given narcan which did not result in any changes. The presumption by the hcp was that the patient symptoms were related to a baclofen effect. The reporter requested labeling that referred to not bolusing through the cap (catheter access port) when drug was in the catheter, the reservoir volume of the pump, and the average flow rate. The pump was used to infuse baclofen (unknown) and dilaudid (hydromorphone). No outcome was reported for this event. Follow up was conducted to obtain additional information but was not available at the time of this report. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).